Event description:
This is relation to previously submitted reports (B)(4) on the same equipment. The company acknowledged the defects in their manufacturing process. They provided a letter documenting the issues. All of our sites had the sensors on the machines by corrected as of [redacted date]- enhanced so they would have a higher level of detection to detect the cartridges. On [redacted date] there were problems with two surgical cases setting up the myosure fluid management system for dr. [Redacted name] case we had to apply a piece of white adhesive label over the white strip on the blue pump head cartridge in order for the machine to recognize it correctly and capture the cartridge presence. 1) the myosure machine not recognizing or capturing the blue pump cartridge due to low reflectance or opacity of the cartridge¿s white stripe. That disposable kit was able to be used successfully on a second machine that was brought into the room. 2) myosure machine displaying a ¿red screen¿ error message and requiring it to be restarted and reprimed for the case to continue. No patient harm resulted in either incident, and both cases proceeded to a successful conclusion. Placement of the white piece of paper is a dangerous work-around that was put to a stop to avoid harm, and was supposed to have been resolved by hologic¿s enhancement of the machine sensors. Manufacturer item number: flt-112s, flt-112 used with machine/device model: flt-100 (new), or rm-flt-100 (remanufactured). Manufacturer response for fluid management system, fluent fluid management system and cartridge (per site reporter). The or staff notified the hologic rep directly and she is going to the site tomorrow. Corporate supply chain notified the hologic quality team via email with the product details and request for them to share their investigative outcome.